Event description:
An impella cp was inserted via right femoral artery in a 53-year-old female for post-cardiotomy cardiogenic shock with low cardiac output. The patient¿s comorbidities were unknown. The patient¿s clinical state prior to initiation of support was identified as scai shock stage c. The patient received support from the cp for percutaneous coronary intervention. On day 3 of support, while in the intensive care unit, the patient became hypotensive and required an increase in vasopressor inotropes. The patient coded and resuscitation was attempted for 26 minutes. The patient expired. Death is a known risk associated with impella cp as described in the instructions for use.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Updated information: d1 brand name changed. D4 catalog number updated. The investigation for hypotension has been completed. The cause of the injury was not determined due to insufficient clinical details.